Event description:
A jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography performed in 2007(pt age, gender and weight unk). According to the complainant, cannulation with a tandem cannula was unsuccessful. A bsc contour cannula was then used and cannulation was successful. The jagwire and guidewire was introduced "into the cannula for removal" and while attempting to "find the correct location" to remove the cannula, the guidewire came into contact with the cannula. "It was [then] noticed that [the guidewire] was torn and the tungsten coating remained [in the] common bile duct." The physician opted not to remove the coating at that time. At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
The lot number is unk; therefore, the device manufacture date can not be determined. The device has not been returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined.